Event description:
It was reported by the customer that the el5ml misfired, when handed off and layed down. It was used again and it misfired. Another same like device was used to proceed. No patient consequences. No additional information is available. One device returning, and one replacement was sent.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the jaw ramp broken off from the left side. No anomalies were noted with the cam. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.